Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). During a routine in-clinic device check, a review of stored events identified electrogram noise associated with pauses in pacing. The local representative reported that the duration of aystole was not known. The patient was not symptomatic despite a history of av nodal rf ablation. Diagnostic lead measurements were within normal ranges. Subsequently, the patient was presented back to the electrophysiology (ep) laboratory for a scheduled lead revision procedure. A separate model#4137 pace/sense lead was implanted and the rv pace/sense portion of model#0155 was surgically capped. The physician identified an insulation breach just below the connector pin. The model#4137 lead was inserted via right subclavian vein as the left subclavian vein from the original implant was occluded. The terminal pin of the model#4137 was tunneled across to the left pectoral pocket. The physician electively explanted the chronic device as the longevity estimate was approximately two years. The patient had a history of higher lv pacing thresholds. There were no allegations or complaints against the device's operation or functionality.